Manufacturer narrative:
The subject device has not been returned to olympus for evaluation and investigation. The device investigation was completed with the information available. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the connecting tube was unable to be connected as connector was hit by something hard or loosened and damaged. As a cause of the loosened connector, it is presumed that the user applied stress to the connector toward loosening direction, and the stress was accumulated. The root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus technical assistance center (tac), the endoscope reprocessor had a broken connector. It was noted, the broken connector was replaced and the oer pro was left running at normal specification. There was no harm or user injury reported due to the event.